Manufacturer narrative:
Meter was not returned to manufacturer for review. Production records were provided as a method of analysis. No malfunction was recognized upon review of the production records.

Event description:
Every time a strip is entered the meter goes into a complete reset and clears all the memory. This has been happening for about 2 weeks. Not storing results properly.

Event description:
Every time a strip is entered the meter goes into a complete reset and clears all the memory. This has been happening for about 2 weeks. Not storing results properly.